Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A physician reported obtaining a higher reading on her adc freestyle libre sensor compared to result obtained on an unspecified blood glucose meter. Caller stated that she obtained a sensor scan result of 337 mg/dl at 3pm on (B)(6) 2018 and self-treated with 3 units of humalog insulin prior to her meal. Within 30 minutes she stated that she felt malaise and had a rapid heart rate so she scanned again and obtained a reading of 267 mg/dl, which was high compared to a reading of 34 mg/dl obtained from an unspecified blood glucose meter. Caller reported losing consciousness and that another healthcare professional diagnosed her with hypoglycemia and administered unspecified IV glucose treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product was returned for this complaint. Extended investigation was performed and determined that there was no indication that the product did not meet specification. The reported complaint does not pertain to libre readers. Therefore no further investigation into the reader will be required. Dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A physician reported obtaining a higher reading on her adc freestyle libre sensor compared to result obtained on an unspecified blood glucose meter. Caller stated that she obtained a sensor scan result of 337 mg/dl at 3pm on (B)(6) 2018 and self-treated with 3 units of humalog insulin prior to her meal. Within 30 minutes she stated that she felt malaise and had a rapid heart rate so she scanned again and obtained a reading of 267 mg/dl, which was high compared to a reading of 34 mg/dl obtained from an unspecified blood glucose meter. Caller reported losing consciousness and that another healthcare professional diagnosed her with hypoglycemia and administered unspecified IV glucose treatment. There was no report of death or permanent injury associated with this event.